Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not respond to button press and was unable to monitor glucose. The customer experienced slowness, disorientation, and was provided with oral sugar and glucagon injection from third-party and healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not respond to button press and was unable to monitor glucose. The customer experienced slowness, disorientation, and was provided with oral sugar and glucagon injection from third-party and healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.